Manufacturer narrative:
One sample was received for evaluation. The bag contained calcium gluconate, copper, dextrose, potassium chloride, potassium phosphate, magnesium sulfate, sodium chloride, selenium, sterile water, travasol, and zinc. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The solution was filtered through a filter membrane. The filter membrane was then examined with a stereomicroscope. The sample from was found to contain white/colorless fiber-like particles and irregularly shaped white/colorless particles. Chemical characterization of the white/colorless particles using fourier transform infrared spectroscopy (ft-ir) found the particles were consistent with ethylene vinyl acetate and a cellulosic material. Further characterization of the cellulosic material by using polarized light microscopy (plm) found it to be consistent with paper. The solution was not measurably turbid. The reported condition of cloudy solution was not verified; however, particulate matter was found in the sample. The cause of the particulate matter was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was observed to have cloudy solution. The cloudy solution was discovered before patient use. There was no patient involvement. No additional information is available.